Event description:
It was reported to philips that the device experienced a defib test / pads failure during operational testing. There was no patient involvement.

Manufacturer narrative:
The customer originally requested assistance from a philips representative. The case was initially created by the customer as their unit had experienced a defib test failure during operational testing. However, after the case was created, no further action was taken by the customer and the case was closed. As such, an evaluation could not be completed and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed and additional information could not be obtained, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a defib test / pads failure during operational testing. There was no patient involvement.